Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s housing separated into two pieces, identified as a screen bezel separation, and the user temporarily secured the device with a rubber band while transitioning to backup therapy; blood glucose remained unaffected, and no alerts or alarms were reported. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer-service triage, verification of serial information and shipping details, education on device shutdown and data sync, and logistical processing for replacement and return. Investigation of this case revealed a mechanical enclosure failure of the pump housing consistent with screen bezel separation, with no functional or software malfunction observed and no effect on glucose control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or wear leading to housing separation.